Event description:
Diffuse inflammatory response, elevated wbc. A 16 yr old male pt underwent total abdominal colectomy with ileostomy for ulcerative collitis electively on 99. Two sheets of seprafilm were placed under the midline. The pt was on cyclosporin and reported as refractory to medication. The pt returned to the or for small bowel obstruction on 4/6/99 where segmental volvulus of small bowel obstruction was noted. Two sheets of seprafilm were used for this procedure as well. On post op day 5 the pt was reported as having recurrent small bowel obstruction requiring exploratory procedure again on 4/12/99. The physician reported that this time it appeared as though the entire abdomen had developed a flammatory response secondary to seprafilm. On post op day 6 the pt developed fever and elevated wbc count of 58,000. CT scan determined no evidence of obstruction, and possible dead loop of bowel. Diffuse mottled bowel at rectal stump (seprafilm application site) was also noted. The pt was discharged on 5/9/99. The reporting physician assessed the event as possibly related to seprafilm.